Manufacturer narrative:
A full evaluation was performed by sunrise medical's lead engineer, sr. Engineer and quality engineer. The failure analysis report was assigned (B)(4) and completed on 12/31/2019. The report states as follows: failure mode / mechanism: the wheelchair was evaluated to assess its setup, configuration and condition. It was found that the left caster had a stuck left bearing, causing the chair to veer in the left direction. The motors and suspension were evaluated and found to function in accordance to the specification and design intent. The wheelchair had also shown damaged backrest with incorrect mounting location. In addition, there was a bungee cord around the joystick. The wheelchair was evaluated to determine if the chair would sway back and forth while moving at high speed. It was found that the sway was caused by the damaged backrest (broken shear plate, loose hardware) that allowed excessive play in the backrest joints. Other than the damage mentioned here, it was found, overall, that the wheelchair performed per sunrise medical design specifications. Probable failure cause: the probable cause of failure was determined to be misuse of the chair. The customer reported that "he had recently driven his chair off the curb and the left caster had gotten stuck between the sidewalk curb and a cement obstacle". This incident caused the tire to be pulled off the rim. The customer continued to use the chair after he put the tire back on the rim, but the chair was not evaluated by an authorized dealer to determine the proper function of the caster bearing. Due to improper maintenance, the stuck bearing causing the wheelchair to veer in the left direction. Also, the excessive play in the backrest joint due to damaged components could cause the user perception of swaying back and forth. In addition, the presence of a bungee cord around the joystick indicates that the customer was using it to maintain a constant driving speed without his hand controlling the joystick handle. Due to the improper use (diy cruise control) it is most probable that the end user was unable to react quickly enough to stop / slow down the wheelchair as soon as they experienced instability driving on uneven terrain (rough narrow shoulder). Another probable cause of failure was determined to be lack of training and understanding of the chair performance. Misunderstanding the wheelchair performance and behavior could cause the user inability to use the chair according to the selected profile. Profile 1 is mainly used as an indoor profile, while profile 2 is used as a low speed outdoor profile. The probable cause of failure for the lift module inadvertently elevating was determined to be improper use of joystick or control+5 module. If the user's hand is resting on the control+5 module while actuating the joystick it could cause an unintentional press of the lift button (located 1st from the right). Recommended actions: corrective actions were deemed unnecessary because the root causes for all failures reported in the complaint are: improper use of the device, lack of maintenance and lack of user knowledge. The power wheelchair did not malfunction due to the design and / or the use of non-conforming components. Also, the investigation team verified that wheelchair was performing per sunrise medical design specification. The investigation team determined the end user improperly drove the wheelchair by using a purple bungee cord as cruise control. The end user most likely was unable to react quickly enough to stop or slow down the wheelchair when driving over uneven terrain which resulted in the end user driving the chair off a curb. The lack of maintenance on the backrest (excessive play in the backrest joints) caused the end user perception that the chair would sway back and forth. The sunrise medical owner's manual specifies a maintenance schedule. The end user, apparently, did not understand the wheelchair performance. Profile 1 and profile 2 performed as intended and were not "non-functional" as claimed. The profile speeds are explained in the sunrise medical owner's manual. There may be an individual perception of profiles 1 and 2 being below useful speeds for certain users that prefer higher-speed profiles. The end user most likely inadvertently activated the elevate function on the control+5 when driving. The functions of the control+5 are specified in the sunrise medical owner's manual. End report, approved and released to regulatory: 1/16/2020. This concludes the failure analysis report performed by sunrise medical's quality and engineering team. This analysis information has been updated to the products dfmea and ufmea for further trending and tracking purposes. No further investigation will be performed by sunrise medical at this time.

Event description:
Please see initial MDR 2937137-2017-00033.

Manufacturer narrative:
Sunrise medical received the chair on (B)(6) 2017. An evaluation of the chair is anticipated, however, not begun. The series of events as described by the end user could be the root cause of this incident. Upon completion of the wheelchair's evaluation a supplemental report will be filed with any relevant findings.

Event description:
On (B)(6) 2017 sunrise medical account manager reported that end user was going up a modest slope in the community along the road side by the water. The end user says he did have to accelerate to go up the short slope to the street, then the chair whipped to the side when he accelerated and the chair tipped to the left side. The end user also stated that the area was paved with cement and he was attempting to go up to the street to travel to the post office where the guard rail sits along the water and thinks he hit dirt or gravel nothing larger than pebble size. The end user allegedly received a fractured left clavicle, fractured left third and fourth ribs posterior, multiple bruises and abrasions to the left side of his body.